Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/56 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: percutaneous right ventricular support via protekduo pulmonary artery cannulation. Asaio journal. 2025. 1-7. Doi: 10.1097/mat.0000000000002611. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding percutaneous right ventricular (rv) support in acute right heart failure. There were patients that were implanted with a left ventricular assist device (vad) after temporary right vad implant and some that required temporary right vad after the implant of the lvad. The authors described patient deaths; deaths were categorized as in-hospital, 30-day, or one-year. The in-hospital causes of death were related to low output associated with increased demands caused by vasoplegia, microcirculatory failure, and preexisting organ injury, bleeding events, hemorrhagic strokes, and necrotizing pancreatitis. The causes of death in the 30-day and one-year groups were unknown. There were patients who experienced bleeding complications, hemolysis, hemodialysis for acute kidney failure, chest infection, and sepsis. Sources of sepsis included pulmonary, urinary tract, wound, and necrotizing pancreatitis with multidrug-resistant gram-negative escherichia coli. Some patients underwent a re-thoracotomy for bleeding. The status of the vads is unknown. No additional adverse patient effects were reported.